Manufacturer narrative:
Drager medical is waiting for the exchanged component to intensively investigate the reported event. Follow-up will be sent .

Event description:
It was reported that the savina shut off during use. Dr. And the nurse were present and changed the savina to a different ventilator.